Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. All iols are terminally sterilized with 100% ethylene oxide sterilization. Company manufacturing site uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the patients currently had a typical inflammation more than usual associated with pigmented keratic precipitates presenting between one week to one month post surgery. There was no information about current condition of patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.